Event description:
It was reported that assistance was requested to program this pacemaker into magnetic resonance imaging (MRI) mode. Technical services (ts) confirmed that this system is MRI conditional; however, noise and oversensing were noticed in the right ventricular (rv) lead channel. Ts advised that one requirement for MRI compatibility is the absence of lead integrity issues, and the oversensing may indicate a compromised lead. Consequently, the system no longer qualified as MRI conditional. No adverse patient effects were reported. This rv lead remains in service. Additional information was received that this rv lead was explanted and replaced due to product performance issue. The pacemaker was explanted due to therapy downgrade from dual chamber to single chamber. A return request is being sent to the field. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts are being made to try and retrieve the lead. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk.

Event description:
It was reported that assistance was requested to program this pacemaker into magnetic resonance imaging (MRI) mode. Technical services (ts) confirmed that this system is MRI conditional; however, noise and oversensing were noticed in the right ventricular (rv) lead channel. Ts advised that one requirement for MRI compatibility is the absence of lead integrity issues, and the oversensing may indicate a compromised lead. Consequently, the system no longer qualified as MRI conditional. No adverse patient effects were reported. This rv lead remains in service.